Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the "pt ran out of drug." The pt went to the hospital on (B)(6) 2010 and the pump was filled with drug. It was unk by the reporter if the pump was filled with 2000 mcg/ml concentration. The type of drug was not reported. The empty reservoir alarm sounded on (B)(6) 2010. The pt experienced withdrawal symptoms on (B)(6) 2010. Specific symptoms were not reported. The pump was programmed with 2000 mcg/ml concentration, which was the concentration prior to the hospital refill. The hcp (healthcare provider) was not sure why the refill interval was so short following the last refill. The hcp considered the pump may have been filled only to half capacity. Additional info has been requested from the hcp, but was not available as of the date of this report.